Event description:
It was reported that during the implant attempt, it was not possible to properly mount the lead onto the delivery system after an initially unsuccessful implant attempt. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The analyst noted that it was possible to mount the lead into the handle that was returned with the lead, and an attempt to mount the lead was successful.